Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) remotely accessed the station and confirmed that the med application was running normally with no issues observed. The system functioned as intended after the technical support specialist (tss) investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower all users were unable to log in. The customer stated that the screen only displayed the carefusion logo with no further progress, prevented access to the system. The customer confirmed that all users were affected and that both the pharmacy and it departments have already been contacted, however the issue persisted without resolution. However, there were no delays or adverse events or injuries reported based on this event.